Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Health care professional reported, rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Pain: unable to observe as it is not related to the device. No other observations observed.

Event description:
Health care professional reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.